Event description:
It was reported that the customer stepped on the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was between 130 and 150 mg/dl. Reportedly, customer reverted to insulin shots for insulin therapy.